Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-04937. Both of the patient's leads are being reported because it is unknown which lead is liable. It was reported that patient leads were fractured at the anchor site diagnostics revealed high impedances and to address the issue patient underwent lead revision where the leads were replaced and therapy was restored post operatively.